Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced pocket infection. The source of the infection was in the blood and the organism was identified as staff aureus. Cultures were taken and antibiotic treatment was necessary. The right atrial (ra) lead and right ventricular (rv) leads were explanted and the implantable pulse generator (ipg) was placed externally and taped to the patient. A temporary pacing lead was placed through the internal jugular and a permanent ipg system has now been implanted. No further patient complications have been reported as a result of this event.